Event description:
A report was received that the patient was experiencing difficulty charging as well as pain while the stimulation was on or off. The physician performed radio frequency to treat the patient's pain. The physician does not know if the pain is device related. The patient is scheduled for an ipg and lead revision.

Event description:
A report was received that the patient was experiencing difficulty charging as well as pain while the stimulation was on or off. The physician performed radio frequency to treat the patient's pain. The physician does not know if the pain is device related. The patient is scheduled for an ipg and lead revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient had a non-device related weight loss and the physician decided to replace the ipg and leads. The patient was prescribed topical rx for the pocket site. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as it was discarded by medical facility.